Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2010. It was reported the patient experienced a loss of stimulation. An x-ray of the patient's scs system found that the lead had migrated out of the epidural space. Due to the amount of scar tissue surrounding the lead implant site, the lead could not be repositioned to obtain adequate coverage. The scs system was explanted and not replaced. The explanted products were not returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.